Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had corrosion inside the battery compartment of their insulin pump. It was reported that the pump stopped without alarm during the night. No further information provided.

Manufacturer narrative:
The pump was received with a failed battery test alarm due to a corroded battery tube. No blank display was noted. Unable to verify operating currents due to the failed battery test alarm. All the buttons functioned properly and no moisture damage was noted on the keypad traces, electronic assembly or motor. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.